Event description:
This is a follow up #1 to report the device evaluation findings. The revolve device and its packaging was returned on 19/nov/2018. The outer branded carton had been returned opened. It was also observed that a pen was used to break the tamper seals on the carton. Visual inspection of the inner clear container tub containing the revolve and its components was cracked horizontally. It should be noted that where the a pen was used to open the tamper seals is on the same side as where the clear container tub was cracked. No cracks were observed on any other sides of the container tub. As reported in the initial: it was reported that upon opening the revolve packaging, it was identified that the clear plastic container was cracked open. The case was completed with a new device. The complaint related device and packaging will be returned for evaluation.

Manufacturer narrative:
Based on the results of the device evaluation findings along with the internal investigation into the device history records for lot 12050 by the contract manufacturer, it could not be confirmed that the inner clear container tub was damaged from the manufacturing process. No further actions are required at this time; a device non-conformance could not be confirmed. As reported in the initial: this MDR is being reported in an abundance of caution as a malfunction that could lead to serious injury due to the report that the device's packaging was compromised, which could impact sterility. The device was not used. The revolve and its packaging is pending return to lifecell for evaluation. To date, the internal investigation into revolve lot 12050 included a review of the reported information, review of the device history records and review of the complaint history records. Investigation results revealed no remarkable findings with no other complaints reported against the lot and no manufacturing deviations or nonconformances related to the nature of this event. The lot was terminally sterilized within the process parameters and met all qc release criteria. To date, (B)(4) devices released to finished goods for lot 12050 have been distributed. A follow up report will be submitted upon completion of the device evaluation.

Manufacturer narrative:
This MDR is being reported in an abundance of caution as a malfunction that could lead to serious injury due to the report that the device's packaging was compromised, which could impact sterility. The device was not used. The revolve and its packaging is pending return to lifecell for evaluation. To date, the internal investigation into revolve lot 12050 included a review of the reported information, review of the device history records and review of the complaint history records. Investigation results revealed no remarkable findings with no other complaints reported against the lot and no manufacturing deviations or nonconformance's related to the nature of this event. The lot was terminally sterilized within the process parameters and met all qc release criteria. To date, (B)(4) devices released to finished goods for lot 12050 have been distributed. A follow up report will be submitted upon completion of the device evaluation.

Event description:
It was reported that upon opening the revolve packaging, it was identified that the clear plastic container was cracked open. The case was completed with a new device. The complaint related device and packaging will be returned for evaluation.